Manufacturer narrative:
See related regulatory report 2029214-2018-01014. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the aneurysm ruptured during the pipeline flex with shield embolization procedure. This event was not witnessed and did result in neurological deficits. The symptoms did last for more than 24 hours. Cta and CT scans were take and the patient was hospitalized. The patient was monitored for 1 hour and on IV fluids were provided. This event has a casual relationship to the procedure, device and patient condition. The patient did recover with sequel neurological deficits of speech disturbance and weakness. One (B)(4). And 2 axiom (B)(4) (qty. 2) and (B)(4) coils were implanted in the patient. Patient history: left mca sah ((B)(4).) From aneurysm ruptured and headaches. The aneurysm is in the left mca bifurcation branch. It was saccular, with a max diameter of 8mm, dome height and width of 6mm. The neck was 6mm. The distal landing zone was 2.3mm and the proximal was 2.6mm. After the device deployment, there was significant stasis and class 2.